Event description:
It was further reported that in (B)(6) 2011, a non- target lesion in the prox lcx was treated with plain old balloon angioplasty (poba). In (B)(6) 2012, the patient presented with stable angina and was subsequently hospitalized. There was 70% stenosis in the proximal lad, which was treated with placement of a 3.0x12mm promus element stent, with 0% residual stenosis. Additionally, there was 70% in-stent restenosis of the study stent in the mid lad, which was treated with placement of a 2.75x12mm promus element stent, with 0% residual stenosis.

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient required a target vessel revascularization (tvr). In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification 1b) and was referred for cardiac catheterization. The de novo target lesion was located in the mid left anterior descending artery (mid lad) with 70% stenosis and was 12mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x16mm taxus element stent, with 0% residual stenosis. Additionally a non- target lesion in the proximal left circumflex artery (prox lcx) was treated. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented to the hospital for target vessel revascularization. Medication was given to treat the event. The event was considered resolved without residual effects and the patient was discharged. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).